Manufacturer narrative:
(B)(4). The following information was inadvertently omitted upon initial submission: product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the solution bag and cassette became separated during dwell 3. The hp verified that there were no loose connections, disconnections or defects noted with the supplies. The hp stated that she is doing fine and continuing therapy without issues. H10l11043. No allegations were made against any of the hp?s dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3 was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag came disconnected from the supply line. Per the initial report, the home patient (hp) stated the supply bag became disconnected from the supply line and the hc was alarming with system error (se) 2240. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. This review finds the labeling adequate for the use error(s) in the complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated the supply bag became disconnected from the supply line and the hc was alarming with system error (se) 2240 in dwell 3. The technical service representative (tsr) had the hp cycler power to the hc and the se 2367 alarmed. The tsr advised the hp to disconnect from the setup. The hp would finish therapy using manual supplies and call the registered nurse in the morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.